Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: no sexual desire"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: pruritis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), visual impairment ("vision or eye problem") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, loss of libido, female sexual dysfunction, pruritus, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, visual impairment and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, migraine, nausea, pelvic pain, pruritus, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepant information in date(s) of insertion-2015 in earlier source document now as per pfs (B)(6) 2010. Discrepant information in removal details- as per pfs essure device not removed. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received: reporter information, patient details, product information and events- hormonal changes describe: no sexual desire, apareunia (inability to have sexual intercourse), rashes or skin conditions type: pruitis, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, vision or eye problem, abdominal pain, essure confirmation test(s) conducted, specify no. Were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), loss of libido ("hormonal changes describe: no sexual desire"), pruritus ("rashes or skinconditions type: pruitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision/eye problems type: glasses.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, loss of libido, pruritus, migraine, headache, nausea, fatigue, weight increased, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, migraine, nausea, pelvic pain, pruritus, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepant information in date(s) of insertion-2015 in earlier source document now as per pfs (B)(6) 2010. Discrepant information in removal details- as per pfs essure device not removed. Patient received treatment for hormonal changes, apareunia (inability to have sexual intercourse), rashes or skin conditions type: pruitis, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), loss of libido ("hormonal changes describe: no sexual desire"), pruritus ("rashes or skin conditions type: pruritis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision/eye problems type: glasses.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, loss of libido, pruritus, migraine, headache, nausea, fatigue, weight increased, alopecia and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of libido, migraine, nausea, pelvic pain, pruritus, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepant information in date(s) of insertion-2015 in earlier source document now as per pfs 1 feb 2010. Discrepant information in removal details- as per pfs essure device not removed. Patient received treatment for hormonal changes, apareunia (inability to have sexual intercourse), rashes or skin conditions type: pruritis, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain. Most recent follow-up information incorporated above includes: on 20-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), loss of libido ("hormonal changes describe: no sexual desire"), pruritus ("rashes or skinconditions type: pruitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have weight increased ("weight gain") and underwent eyeglasses therapy ("vision/eye problems type: glasses."). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, loss of libido, pruritus, migraine, headache, nausea, fatigue, weight increased, alopecia and eyeglasses therapy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, eyeglasses therapy, fatigue, female sexual dysfunction, headache, loss of libido, migraine, nausea, pelvic pain, pruritus, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepant information in date(s) of insertion-2015 in earlier source document now as per pfs (B)(6) 2010. Discrepant information in removal details- as per pfs essure device not removed. Patient received treatment for hormonal changes, apareunia (inability to have sexual intercourse), rashes or skin conditions type: pruitis, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal pain. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. Event : vision/eye problems updated vision/eye problems type: glasses were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.